Event description:
Bowel grasper tip broke during procedure. When bowel grasper was removed from the patient and examined, small metal fragment found loose in grasper. Patient had x-ray which showed no metal fragments.